Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of t-wave oversensing occurring during the refractory period for ventricular pacing. The t-wave oversensing was potentially due to a cardioversion procedure. No intervention was performed and the patient was stable and will continue to be monitored.